Manufacturer narrative:
A stryker product assessment center (pac) technician observed that the device kept rebooting and not completing the boot up cycle. The pac technician cleared certificates in the device, which resolved the rebooting issue. This was caused by the operator interrupting the software update by opening the lid. The device was archived and the customer received a replacement device. The cause of the reported issue was determined to be user error.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was constantly rebooting. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.